Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A balloon dilation catheter was returned opened with its original packaging. The catheter was found to be burst. The catheter was attached to a 10cc leur lock syringe and water was attempted to be infused. The water leaked out an apparent hole in the dilation balloon. A potential root cause could be due to "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "catheter balloon inflation: "warnings: do not exceed the recommended maximum balloon inflation pressure that is stated on the label. Extreme caution should be used when considering dilation of irregular, non-compliant tissue or in the presence of certain calculi." The IFU also states: "catheter insertion 1. Prior to use, carefully inspect the catheter for bends, kinks, or other damage which may have occurred during shipment. Do not use the product if damage is evident. 2. Dilation procedures may be conducted under fluoroscopic guidance with appropriate x-ray equipment or by direct vision. 3. Endoscopically place a 0.038¿ (.97mm) diameter guidewire with the flexible end in the renal pelvis. 4. Remove the protective balloon sheath and stylet from the catheter. 5. Advance the catheter over the guidewire. 6. Use the radiopaque markers located under the balloon to aid in positioning.." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon could not be inflated. It was also stated that the another catheter was used. As per additional information received via email on 01dec2020 from investigator, it was found that the balloon was torn and per additional information received via email on 01dec2020 from investigator, as the balloon could not be inflated for a balloon dilation catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon could not be inflated, so another catheter was used.